Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and there was an indication of a "black liquid" but it cannot be determined if it came from the transmitter. The customer's complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced abnormal transmitter behavior. Patient reported black liquid "oozing" from transmitter. No additional patient or event information is available. No product or data was provided for evaluation. The reported abnormal transmitter behavior could not be confirmed. A root cause could not be determined.